Event description:
Pt became weak at home then passed out. Ems was called and was pulseless upon their arrival. (B) (6) protocol ensued without success. No pacer spikes are noted on the rhythm strips. Dates of use: (B) (6) 2005. Diagnosis or reason for use: family doesn't know.